Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down unexpectedly. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator shut down unexpectedly. The customer reported that the device would then display an "event inoperative alarm" error. During troubleshooting, the customer stated that there was no power from the dc (direct current) or ac (alternating current). While inspecting the device, the customer reported that the ac plug wasn't fully seated; the customer fixed the ac plug and plug bracket, would let the device charge. The investigation is ongoing.